Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure due to normal eri, externalized conductors was observed on the rv lead. Lead was capped on (B)(6) 2016 and a new lead was implanted. Lead functions tested normal. Patient was stable.

Event description:
New information received: externalized conductors were observed via fluoroscopy. No electrical anomalies were observed. Patient was asymptomatic.